Event description:
The side cover strip for the scopo, spot-film device, at the head end of the table had broken. The attending doctor reached down to move it out of the way when the doctor was cut on the finger which needed three stitches. Cover was replaced with no further injuries.